Event description:
It was reported that this pacemaker exhibited noise with suspected atrial fibrillation (af). Device data was sent to rhythmcare for review. Data review determined that there was noise oversensing on the atrial channel resulting in a stored atrial tachy response (atr) episode. Rhythmcare then discussed possible programming options to be considered at the next follow up appointment. This pacemaker remains in service. No adverse patient effects were reported.